Manufacturer narrative:
Continuation of concomitant: 694758 lead implanted (B)(6) 2011; dtba1d1 ICD impalnted (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was reported that the patient complained that the implantable cardioverter defibrillator (ICD) "pokes out" and that the leads are protruding out when the patient is laying down. In addition, a lead alert triggered due to low impedance on the right atrial (ra) lead. It was also noted that there was an insulation issue with the ra lead. Follow up further noted that the device and leads were not actually protruding from the skin and the device and leads remain in use. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.